Event description:
It was reported 8 bd 10ml syringe eccentric tips leaked out from the stopper. The following information was provided by the initial reporter: "liquid leak out from the stopper."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-mar-2022. H.6. Investigation: one photo and 55 samples were received by our quality team for evaluation. From the photo, leakage past the stopper was observed. Of the 55 samples returned, two actual samples were received in open packaging and 53 representative samples in sealed packaging. Of the actual samples returned, one sample was observed with leakage past the stopper and no leakage was observed on the second sample. The actual and representative samples were subjected to the leak test and passed the specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As all returned sample passed the leakage testing and the team was unable to duplicate the customer¿s indicated failure mode, the root cause could not be established. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 8 bd 10ml syringe eccentric tips leaked out from the stopper. The following information was provided by the initial reporter: "liquid leak out from the stopper"

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. However, there is no sample returned for further analysis, the root cause cannot be determined.

Event description:
It was reported 8 bd 10ml syringe eccentric tips leaked out from the stopper. The following information was provided by the initial reporter: "liquid leak out from the stopper."